Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00186 on 05-aug-2020 to report a false-reactive atellica im toxoplasma igg (toxo g) result. Additional information, 26-oct-2020: siemens has concluded the investigation. The customer reported a false reactive toxoplasma igg (toxo g) patient result when using reagent lot: 260. The result was discordant relative to an earlier measurement and in comparison to repeat-test results for the same patient. Siemens reviewed the customer's calibration data; the data were comparable to product release specifications. The customer's quality control results were within specified ranges and comparable to product-release and peer performance data. Review of siemens analytics service (sas) patient data showed that toxo g reagent lot: 260 produced a similar proportion of reactive patient results when compared to other lots. Information was not available to estimate the customer's observed assay specificity. Siemens performed an internal study that included toxo g reagent lots: 258, 260 and 262, fifty (50) normal patient samples from siemens and fifty (50) patient samples from france. [Patient samples from france for the internal study were purchased by siemens from an approved supplier and french acquisition company (inospecimens niobank).] All samples were tested in replicates of 3 (n=3). The final interpretation was the same for all patient samples across all reagent lots, with the exception of 1 siemens sample. Which was near the cutoff of 10 iu/ml. The recovery for this sample was within acceptable precision at that concentration level. Based on the available information, atellica im toxoplasma igg lot: 260 is performing as intended and a product performance issue has not been identified. The customer is operational. The assay is performing within specifications. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
Siemens healthcare diagnostics is investigating. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) states in the limitations section: "specimens collected in the early stages of infection may have igg levels that are classified as negative. In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
On (B)(6) 2020, a discordant sample result was observed using toxoplasma igg (toxo g), lot 260, running on the atellica im 1600 analyzer. A single patient sample was affected, producing a result of 17 iu/ml (reactive), where the expectation was a result of <6.4 iu/ml (nonreactive), by comparison to a result obtained on (B)(6) 2020. A new sample from the same patient, tested (B)(6) 2020, produced a non-reactive result, and a re-test of the original ((B)(6)) sample also produced a non-reactive result. The result in question (produced (B)(6) 2020) was reported to the physician, and rovamycine was prescribed to the patient in response. There are no reports of adverse health consequences due to the discrepant result and the resulting treatment.